Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead did not deliver proper therapy to the patient. Device interrogation revealed that the lead had noise and was fractured. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 23.6 - 24.4 cm from the distal tip consistent with lead friction to the ICD can or feature of the heart. The optim sheath was abraded at this location. This is consistent with the observation from the field of lead fracture, failure to deliver shock and noise.